Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the lamp did not light up due to burning out. It is likely the lamp burnt out due to the life of the lamp. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found lamps were burnt out. In addition, the connector base was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer sent the loaner device to an olympus service center for inspection and maintenance after use. During inspection and testing, service found lamps were burnt out. The customer confirmed they did not have any reported issues with the subject device. There was no harm or user injury reported due to the event.